Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. Blood glucose level at the time of the incident was 300 mg/dl which was treated with manual injection. The customer did not experienced symptoms related to the high blood glucose. The drive support cap was normal. The insulin pump will be and reservoir will not be returned for the analysis.